Event description:
It was reported that two implant sites contained unreasorbed particules approximately eight months after placement of pepgen p-15 bone grafting material. As aresult, the doctor elected to place the implant.

Event description:
No osseointegration was achieved approximately 3.5 years after placement of pepgen bone grafting material, an event that necessitated another surgical procedure to achieve the desired results and preclude permanent damage to a body structure. It is unclear whether the grafting material, implant, or patient condition caused or contributed to the event or if the grafting material and implant were placed concurrently.